Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized to treat a low blood glucose level. Reportedly, the customer experienced diabetic ketoacidosis. No additional information was provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5, b2, h6.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 42 mg/dl. Due to the decreased bg the customer experienced diabetic ketoacidosis and lost consciousness. Customer stated, "they were unsure" of treatment provided at the time of the event. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown, customer acknowledged and understood. No additional patient or event information was provided regarding hospitalization.